Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received from a patient receiving fentanyl ("lowest dose possible" of "1 ml or whatever") via an im plantable pump for non-malignant pain. It was reported the patient originally had their pump implanted in their "back" and stated that it was "bothering her" and she "kept having problems" with the pump in her back so she had the pump moved to her stomach. The patient stated that she had nieces and nephews that would bump into the pump in her back and that was why she had the pump moved to their stomach. The patient stated that the pump started bothering her in the back "probably 6-7 months later" following implant. The patient had the pump moved to her stomach in may or june and stated that "like a few months later", she started to notice that the pump "turned" and that the pump was "pushing" like it was "trying to get out" of her stomach. The patient further clarified that the pump "sticks completely straight out". The patient stated that if she was standing straight with a shirt on, you could see the pump sticking completely out of her shirt. The patient also stated that the pump was "always getting hit" and it was making her "really sick" to her stomach. The patient stated that the pump was "very tender". The patient stated that initially moving the pump to her stomach, she saw a hcp "almost 3 months ago" and stated that at that time, the pump had just started sticking out and only a tip was sticking out at that time. The patient stated that the hcp told them then that it was normal, but since then, the "whole side (of the pump) was sticking out". The patient inquired if it was normal for the pump to stick "completely straight out" and expressed concern about the catheter due to the pump protruding. The patient also mentioned that she has lost weight.